Manufacturer narrative:
G2: foreign country - poland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an inaccuracy of approximately 1cm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the reported event occurred during an unknown procedure. The system has been upgraded to the newest software. The was no reported impact to the patient. The system will be replaced with a new one. Currently, the site is using a demo system. The reported issue occurred on (B)(6) 2024.

Manufacturer narrative:
H2) please see section b5. For the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The customer was trying to turn on the unit before the operation. On the screen was information about faulty batteries.

Manufacturer narrative:
H2-3) a manufacturer went to the site to test the navigation system. The batteries in the camera cart module were replaced. Verification of the optical path and electromagnetic path were carried out. Functional test and electrical safety tests were performed. Codes: b01, c02, d02 h2) it was noted in system service documentation that battery replacement was not related to the initial allegation of an inaccuracy.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown correction: previously reported concomitant products 9735773 and 9735771 are not relevant to this complaint. The battery replacement is not relevant to the inaccuracy issue. During previous servicing performed, it was not possible to indicate the source of the problem. No failures were found during servicing regarding the inaccuracy. Fdm b01, fdr c19, and fdc d14 are applicable to the servicing. H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue as patient exam/archives were not available for further analysis. Software logs alone do not help in determining root cause for inaccuracy cases. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Img code g02008 updated to reflect the reported concomitant product and software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a problem with accuracy. The system worked with the electromagnetic (em) option. During registration with a patient, accuracy was quote good at 1.2-1.5mm. If the operator during operation put the tools inside the head of the patient, accuracy was not acceptable at approximately 5mm. From a service point of view, everything was alright. No impact on patient was reported. The procedure being performed was a cranial procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID's 9735771 and 9735773. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.